Event description:
It was reported that the third battery did not seem to last as long as the first device. Every time the patient fell, the battery died. There was a revision. No patient harm was reported. No outcome was reported regarding this event. Additional information could not be obtained at the time of this report. If further information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_ext, product type extension. Product ID neu_ unknown_lead, product type lead. (B)(4).